Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference report # 3004485144-2016-00282.

Event description:
It was reported that the plug could not be tightened into the pedicle screw at the l4 level. It is believed the tulip flared open from cross-threading. The pedicle screw and plug were removed from the patient and replaced. The surgery was extended less than 15 minutes to address the screw removal/replacement. There are no reports of harm to the patient as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. However, photographs were supplied and some signs of cosmetic marks and material deformation on the tulip head, consistent with usage, were seen. The head splaying and cross-threading were unable to be confirmed through the photographic inspection. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.